Manufacturer narrative:
Citation: yamamoto m. Prognostic value of hypoalbuminemia after transcatheter aortic valve implantation (from the japanese multicenter ocean-tavi registry) am j cardiol (2016) mar 1;119(5):770-777, doi- 10.1016/j.amjcard.2016.11.019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding prognostic value of hypoalbuminemia after transcatheter aortic valve implantation. All data were collected from multiple centers between 2013 to 2016. The study population included 1215 patients (predominantly female; mean age 84 years), 91 of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients 30-day mortality and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: acute coronary obstruction ,myocardial injury, disabling stroke, major vascular complication, life threatening bleeding, second valve implantation, new pacemaker implantation, annulus rupture with invasive therapy and cardiac tamponade. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.